Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump under infused. It was reported that after a forty-six (46) hour continuous intravenous infusion approximately 10-15% of medication remained in the reservoir. Per reporter, internal investigation ruled out any mixing error and confirmed the correct drug, volume and rate were selected. It was reported that patient did not report issues with alarms or occlusion. No adverse patient effects were reported.